Manufacturer narrative:
The actual device was unable to be safely returned and sterilized for evaluation. Pictures of the device were provided, but the lot number remains unknown. The complaint was able to be confirmed from the pictures, however the true root cause is unable to be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "activation button collapsed into device when attempted to use."

Manufacturer narrative:
The actual device is not available for evaluation. The investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.